Event description:
Toothbrush sparked / hole in the wiring of the charger - oral-b [device catching fire] case narrative: consumer via phone stated that their oral-b toothbrush sparked and now there was a hole in the wiring of the charger. No injury was reported. 06-mar-2024 via image: the suspect product was oral-b rechargeable toothbrush handle 3772 smart 1500. The suspect lot was 3cb33330130. No injury was reported.

Manufacturer narrative:
04-jun-2024 product investigation results: complained product received - user handling was identified as root cause for the complaint.

Event description:
Toothbrush sparked / hole in the wiring of the charger - oral-b [device catching fire] case narrative: consumer via phone stated that their oral-b toothbrush sparked and now there was a hole in the wiring of the charger. No injury was reported. 06-mar-2024 via image: the suspect product was oral-b rechargeable toothbrush handle 3772 smart 1500. The suspect lot was 3cb33330130. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.